Event description:
Discordant, falsely low sodium results were obtained for three patient samples on a dimension exl instrument. The discordant results were not reported to the physician(s). The samples were then rerun on the same instrument and resulted higher. Certain rerun results were then reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not discover an instrument malfunction. Quality controls were run twice by the customer (once before the discordant results and then afterwards) and were in range. The customer states the instrument is now reporting as expected. This instrument is performing according to specifications. No further evaluation of this device is required.